Event description:
Procedure: urogynecological. According to the reporter: the patients attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: type 3 stress urinary incontinence. Procedure (s) performed: cystoscopy and pubovaginal sling with pelvicol patch 2x12cm under general anesthesia. Complications: complications post pelvicol placement: outcomes attributed to the device includes ¿pain, erosion, urinary problems, bowel problems, recurrence¿.